Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was that the caller reports seeing a message on their patient programmer that the implanted neurostimulator battery is dead. The caller did not have the patient programmer with them at the time of the call. Troubleshooting was unable to be performed as the caller was not with the equipment. The caller will call us back when with the equipment at one point in the call the caller noted that the screen something about an external neurostimulator. The patient was redirected to their healthcare provider to further address the issue. The caller no longer sees the hcp on file and will call back with the information for the new hcp to get an updated ID card. Additional information was received from the patient. They reported that the issue was not caused by normal battery depletion. The patient stated the had heart shocked 3 times in (B)(6) 2023. Reprogram back in (B)(6) 2023. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.